Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 4 devices were evaluated in the field and the issue was confirmed; 1 device had bent components, 1 device had loose components, and 2 devices had broken/damaged components. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction event(s), where it was reported the brakes would not hold. There was no patient involvement.